Event description:
It was reported that during the ablation to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that during air aspiration immediately after puncture, air was continuously drawn in through the syringe and a small amount of blood leak was seen through valve. Coronary sinus catheter was inside patient body when air was observed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. Pump at 40cc/hr was used for irrigation. Guidewire was slightly out from distal end of farawave. Starter guidewire and farawave were inside the sheath. The product is not expected to be returned for analysis due to contamination.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.